Manufacturer narrative:
Summary of evaluation: the root cause of the investigation is not confirmed because the implants associated with this event were not returned to (B)(4) for evaluation. This is legal product complaint. All communication and requests for additional information are handled by the (B)(4). Should additional information becomes available then the investigation will be re-opened for further analysis.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "while the pt was at work he suffered an injury when his osteonics omnifit sustained a fracture. It was further alleged that, "a few months later, the pt was required to undergo a left total hip revision."